Manufacturer narrative:
(B)(4). Medical devices: 15-106058, m2a-38 cup non flared sz 58mm, 952490; ep-200144, act artic e1 hip brg 28x38mm s44 dia28, 694930; x180311, bi-metric/x por nc 11x135, 248120; 650-1055, delta ceramic option head dia2 8, 986880. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02884 , 0001825034 - 2018 - 02885, 0001825034 - 2018 - 02942.

Event description:
It was reported patient underwent revision surgery due to recurrent instability. The cup, liner, and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.